Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked contrast fluid onto the patient's face during the CT scan. The following information was provided by the initial reporter: "during a CT scan with contrast the extension tubing plastic ripped, and the contrast fluid saturated the pt's face/clothing with the sticky fluid. I was able to replace the tubing and keep the original IV intact but it was concerning that the tubing ripped the way that it did and impacted the patient's experience in the CT scan negatively.¿

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set leaked contrast fluid onto the patient's face during the CT scan. The following information was provided by the initial reporter: "during a CT scan with contrast the extension tubing plastic ripped, and the contrast fluid saturated the pt's face/clothing with the sticky fluid. I was able to replace the tubing and keep the original IV intact but it was concerning that the tubing ripped the way that it did and impacted the patient's experience in the CT scan negatively.¿

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 22059116 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 11may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.